Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirmed the reported breakage. The instrument has been subjected to heavy impactions over time. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of wear out through normal use and servicing as the root cause, the need for corrective action is not identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During tibial impaction of the mbt revision tray the impactor fractured. The fractured pieces were retrieved. No delay to surgery.